Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a shorted transistor, designator q8.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed the device logged an event code in its memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. The device also indicated abnormal energy was delivered during testing.